Event description:
A caller reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helping to reset the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reappeared. The caller acknowledged and understood the instructions.